Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "tiny" air bubbles were observed in the tubing. Customer's blood glucose level was 102 mg/dl. The customer primed the tubing to address the issue.